Event description:
The customer contact reported the patient received more fluid than intended. The pump was returned to the clinic engineering department with an unsigned note stating, "infusing faster than the programmed rate." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical service. Though requested, not additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.